Event description:
It was reported that the suture "misfired" during attempted suture placement in the moderately calcified right common femoral artery using the preclose technique with a proglide device using a 6f sheath prior to an aortic valvuloplasty procedure. The sutures of a second proglide device were successfully placed using the pre-close technique with a 6f sheath prior to an aortic valvuloplasty procedure. The sheath was upsized to 12f and the aortic valvuloplasty procedure was completed. Hemostasis was achieved with the pre-placed sutures of the second proglide device and 5 minutes of manual compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). This code is used to address the use of only one proglide device to attempt to achieve hemostasis after a procedure using a 12f sheath. Per the instructions for use: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater that 8 fr, at least two devices and the pre-close technique are required. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.